Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit alarms or failed battery test alarm was noted. All operating currents were within specification and the insulin pump passed the self test. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, a stained end cap sticker and cracked battery tube threads.

Event description:
Customer reported the insulin pump was damage. The device has scratches on the screen and device. The edge around the reservoir compartment was chewed up. Damage occurred during normal use. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.